Event description:
It was reported that presented with bradycardia. Increase in pacing lead impedance and threshold were observed. During lead revision no capture with inhibition and no underlying rhythm were noted. Patient is pacemaker dependent. X-ray revealed a sharp bend in the pocket area.

Manufacturer narrative:
No medwatch form was received.